Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with an atrial lead that exhibited failure to capture due to confirmed lead dislodgement. Chest x-ray was performed to confirm dislodgement. The lead was repositioned on (B)(6) 2022, and then dislodged again. The physician elected to explant and replace the lead. The patient was in stable condition.